Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Testing found bubbled dso seal, bent rear housing and error 41622. The camflex sensor, dso seal and rear housing will be replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device to be repaired and verified. There was unknown patient involvement and unknown patient harm/adverse event reported. Customer returned product for repair, during physical inspection it was found that the dso seal was damaged.